Event description:
According to the available information, it was reported by the patient that after many pumps, his inflatable penile prosthesis is not achieving the desired firmness [inflation issue]. The patient has scheduled an appointment with their doctor to have it checked.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.